Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 in the morning. At this time the patient claimed obtaining an elevated blood glucose reading of ¿266mg/dl¿ on the subject meter compared to feelings/normal results. The patient informed the cca that she manages her diabetes with pills, diet and exercise and claimed to take less food and /or drink prior to the meter issue. The patient alleges that after the product issue she developed symptoms of ¿blood got low, sick stomach, weak, hard to talk, sweats¿. On the (B)(6) 2014 at between 12:30 am and 01:30 am, the patient claimed to receive treatment in way of a ¿blood glucose test only¿ on an unknown hospital meter from an hcp. However, at the time the patient was unable to recall the meter reading. At the time of troubleshooting, the cca noted that the patient did not have test strips available to test on the subject meter and the correct unit of measure was being used. Cca also noted that the patient no longer has the products to return for evaluation and no replacement products were being sent to the patient as she had received a new meter from her doctor. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this...